Event description:
Caller alleged discrepant results with the meter over the last week. Results as follows: dates: (B)(6) 2011 - (B)(6) 2012, inratio results: 6.0, 3.0, and 1.3. Patient's therapeutic range: 2.0-3.0.

Manufacturer narrative:
Investigation pending.